Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The root cause of this condition was not determined. Should additional relevant information become available, a supplemental report will be submitted. (B)(6).

Event description:
During evaluation of a returned homechoice machine, an intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 21:01:44. During night drain cycle five, the patient's ultrafiltration reading was 762 ml, indicating the home patient (hp) drained 762 ml more than their maximum programmed fill volume of 800ml. No additional information is available.